Manufacturer narrative:
H10 manufacturer narrative: h3, h6: siemens healthcare investigated the reported issue in detail. It was stated that when the power cord was connected to the hospital¿s power source, it was arcing simultaneously with a burnt smell. Afterwards, the system battery did not charge. The investigation of the images provided showed that the cable winch was damaged and that this was the cause the issue. The system is not able to charge the system batteries with a malfunctioning power cord. The images showed a defect in the insulation of the internal wire. According to the service engineer, there was no risk of electric shock. However, in a worst-case-scenario, contact with the copper of the wire could result in an electric shock if the system is plugged in. The defective isolation was most likely caused by mechanical impact from a sharp object and not by normal use of the main cable. According to the information provided, the defective cable winch was replaced on site. The affected part was requested for further investigation but could not be provided because it was processed as a normal return instead of a complaint part and was therefore scrapped. Without the complaint part the root cause of the cable insulation issue could not be determined. The spare part consumption of the concerned part (material number 10907346) was checked. No general problem was identified. It is stated in the operator manual that the customer should perform daily checks on the system. During these checks, the power plug and power cable should be checked, and if found to be defective, the system should be taken out of service (xpr8-270.620.01.02.02, page 3 of 20). The complaint is closed with this statement and without further measures.

Manufacturer narrative:
Siemens healthineers has initiated a detailed investigation of the reported event. Provided pictures show that the isolation of the mains cable was slightly damaged. The defect is located in a place which is unlikely to be touched. The damage is not directly at the plug, which is touched when inserting the plug into the socket. The cable is no longer fully intact. The affected cable has been replaced on site. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.

Event description:
The user stated that when plugging the system into the hospital power supply arcing was seen and there was a burnt smell. The unit did not charge after that.